Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient had an EKG performed on (B)(6) 2011, which revealed sinus bradycardia, with a rate of 57. The notes also suggest that the patient has a pacemaker. It is unknown at this time if the bradycardia is related to vns, however it was documented that the patient also has a history of coronary artery disease.

Event description:
Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.